Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for a procedure. During procedure, it was noted that one metal wire of the lobe was broken. The patient was reported good.

Manufacturer narrative:
It was reported that during device preparation the nitinol wire of the device was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. One picture from field showed the device to expose the broken wire on the proximal mesh. The investigation of returned device at abbott found that a broken nitinol wire in the lobe and the stabilizing wires was seen out of place. The device was sent to science & technology lab (s&t) for further analysis. The fracture was examined using scanning electron microscopy (sem). The fracture appeared to occur as a result of a shear deformation with swaging suggested as a potential source. The cause of the reported incident could not be conclusively determined. The device was further investigated by cross-functional teams at abbott, and it was decided to initiate an exception to further evaluate final inspection requirements for wire damage and ¿broken wire¿ identification.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for a procedure. During exhaust operation, it was noted that one metal wire of the lobe was broken. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported good.